Manufacturer narrative:
A ge service rep performed an onsite investigation. The handles were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the steering handle and corresponding wheels were difficult to turn. There is no report of death or serious injury associated with this event.